Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the right ventricular (rv) pacing lead also exhibited t-wave oversensing (twos), noise, and sensing integrity counter (sic). It was also noted that the lead was fractured. The lead was explanted and replaced. The device delivered an inappropriate shock due to noise on the rv lead. The device was also explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6)2015. (B)(4).

Event description:
It was reported that a lead integrity alert (lia) occurred due to high impedance and oversensing with the right ventricular (rv) lead. In addition, there was variance in the impedance readings and pacing thresholds. The physician chose to increase the lead alert threshold and monitor the rv lead at this time. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. Analysis revealed that the distal conductor of the lead developed a fracture due to flexing while in vivo.